Event description:
It was reported that during a procedure to reposition the ipg, the ipg stopped functioning. A new ipg was opened and the case was completed. The patient has effective therapy.

Manufacturer narrative:
Device code has been updated.